Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having meter and pump issues and mentioned that they had high blood glucose of 500mg/dl. The customer's blood glucose at the time of the call was 291mg/dl. Troubleshooting was declined for the high blood glucose; the customer believed that their infusion set had been disconnected. The insulin pump will not be returned.